Manufacturer narrative:
The sample was collected in a lithium heparin tube and it was centrifuged at 2,700 rpm for 7 minutes, aliquoted and re-centrifuged at 2,700 rpm for 10 minutes. This is a standard protocol for this lab. Per customer, qc and system check have been within specifications. A field service engineer (fse) was dispatched: the fse verified the instrument per established procedures; all results passed within published specifications. No hardware issues were noted. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The original specimen was re-tested on a different instrument and repeated result was "negative". Actual result was not supplied. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.